Event description:
The physician attempted to implant a 4.00 x 18 mm resolute integrity drug eluting stent to treat a lesion in the proximal rca vessel. It is reported that the device failed to cross and the stent came off the balloon while pulling the stent back into the guideliner.

Manufacturer narrative:
Evaluation results anc conclusions: (inherent risk of procedure). (Dislodgement). (No results available since no evaluation performed). (Related to another device). (Related to operational context). (B)(4).